Manufacturer narrative:
Flores, b. C., see, a. P., weiner, g. M., jankowitz, b. T., ducruet, a. F., albuquerque, f. C. (2018). Use of the apollo detachable-tip microcatheter for endovascular embolization of arteriovenous malformations and arteriovenous fistulas. Journal of neurosurgery, 1-9. Doi:10.3171/2017.9.jns17397 the apollo catheter has not been returned for evaluation; product analysis cannot be performed. The catheter have not been returned; the reported events could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2018-00331 2029214-2018-00332. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of complications during or after embolization procedures. The purpose of this article was to review use of a detachable-tip microcatheter (apollo) in the endovascular embolization of arteriovenous malformation (avm) or arteriovenous fistula (avf). The authors identified 177 embolizations using the apollo microcatheter in 61 patients. Of the patients, 34 were female and 27 were male; the patients' mean age was 40.3 years. Onyx-18 was used in 103 embol izations, onyx-34 in 25, and n-butyl cyanoacrylate (nbca) in 44. The article states that the following apollo-related complication were observed: one patient experienced arterial feeder microcatheter perforation with symptomatic intracerebral hemorrhage. The article describes this event as a permanent complication.